Event description:
It was reported that a vns patient underwent full replacement surgery on (B)(6) 2016. The lead was replaced due to lead discontinuity and the generator was replaced due to battery depletion (unable to interrogate due to battery depletion). The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 2537 ohms. No patient adverse events were reported. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. The explanted devices were not returned to the manufacturer to date. No additional information was provided to date.